Manufacturer narrative:
D4: UDI - not required for this product code/lot number combination. However, the di portion is provided. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device is currently under investigation

Event description:
The user facility reported the coating on the was falling off. Follow up communication from the user facility confirmed the following: the interventional cardiologist was using the run through wire for a pci when he noticed it was becoming more and more difficult to advance the balloons and stents over the wire; after removing the devices, a blue debris on the field was noticed, they thought it was lint from the surgical towels; after closer inspection, they realized it was the coating on the wire that was falling of; the physician removed the involved wire and replaced it with another run through wire; the case was finished without any further issues; and it was reported that the condition of the patient is normal.

Manufacturer narrative:
This report is being submitted as follow up no. To provide the evaluation results. The actual device was returned to the manufacturer facility for evaluation. A runthrough ns and 5 separated pieces (respectively approximately 5.4mm, 15.8mm, 19.0mm, 11.9mm and 5.4mm in length) were returned for evaluation. Magnifying inspection of the runthrough ns obtained the following. At approximately 250mm from the distal end of the device where the stainless coil segment and the uncoiled segment are jointed to each other a compressed substance blue in color was noted to be adhering to the shaft. On approximately 365-380mm the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. At approx. 365mm from the distal end of the device, the ptfe coat layer had been rolled back in the distal direction. On approximately 425 - 455mm and at approximately 465mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. At approximately 500mm from the distal end of the device, some abrasions were found to have been generated in the distal direction. On approx. 690 - 720mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. The sheared coat was noted to have been rolled back in the distal direction. On approximately 920 - 970mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. On approximately 1040 - 1060mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. On the exposed core wire some abrasions were found to have been generated. On approximately 1640 - 1740mm from the distal end of the device, the ptfe coat layer had been sheared off, where the exposure of the core wire was seen. At approximately 1640mm from the distal end of the device, the ptfe coat layer was noted to have been rolled back in the distal direction. The abrasions generated on the ptfe coat layer and on the exposed core wire implied that the runthrough ns had come into contact with a hard object on the uncoiled segment and exposed to some abrading forces. The outside diameter was measured on the undamaged portion on the uncoiled segment and confirmed to manufacturer specifications. The retention sample of the involved product/lot# combination was inspected under magnification and verified not to have any anomaly, such as shearing on the ptfe coat layer, in the appearance. Two of the separated pieces (pieces#1 and #2 in page 9) and the compressed substance blue in color were ft-tr analyzed. All were found to have the spectrum which was very similar to that of the ptfe coat layer of this product. It was difficult to determine exact length of the ptfe coat layer which had been sheared off the runthrough ns and missing as shearing had occurred on the multiple segments with partial roll-back and compressions accompanied. Based on the investigation result, the sheared ptfe coat layer is likely to be a cause of the reported difficulty in advancing the balloons and stents over the actual sample. It is likely that further manipulations of the catheter under such a resistance led the ptfe coat layer to get rolled back or compressed. As a cause of the generation of shearing of the ptfe coat layer, the actual sample may have been manipulated in the state of its uncoiled segment having contact with a hard object such as a metal inserter and abraded with it. From the available information, however, the cause of this complaint cannot be determined definitely. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate and/or withdraw the runthrough ns through a metal entry needle a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.